Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an out of range impedance for high and undefined was noted on both the right atrial (ra) lead and the right ventricular (rv) leads. It is suspected that this occurred during surgical procedure. Both the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.